Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the q1 transistor was shorted (pins 2 and 3) in the battery circuit on the bedside board. The cause of the resets is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The last patient to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a problem. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.